Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 80" and "defib fault 108" messages. Complainant indicated that there was no pt involvement in the reported malfunction.